Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed. Leaking was observed at the insertion tube and a crack was found. In addition, tears on the pink rubber were observed and the core was exposed. Based on similar reported complaints, the most likely cause of the reported event can be attributed to user handling or technique. The instructions for use provide the following statements: caution: "do not twist or bend the bending section with your hands. Equipment damage may result." "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." "Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged."

Event description:
A user facility reported a "slow leak" in the area of the scope's proximal bending section. There was no patient injury or harm, associated with the problem, reported to olympus. The problem was reportedly found during reprocessing of the scope.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation and confirmed that the likely cause was user handling, based on the result of the device evaluation and the available information. It was confirmed that there was a shadow in the ultrasonic image besides the scratch in the acoustic lens; based on this information, it is likely that an external force was applied to the acoustic lens surface. As a result, a flaw was generated on the surface of the acoustic lens and the external force was transmitted to the ultrasonic probe, resulting in damage to the ultrasonic probe, causing a shadow that was generated in the ultrasonic image. The damage to the acoustic lens was likely caused by user handling.